Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: the implant detect remained on at the time of interrogation, and was programmed off. It was unknown what caused the implant detect to remain on.

Event description:
It was reported that while interrogating the device, there was no data appearing on the quick look screen, and the test could not be performed. The ventricular lead impedance measurement was undefined. The device was reprogrammed, and the problem resolved itself. The device remains in use. No patient complications have been reported as a result of this event.